Event description:
Doctor reported that swelling occurred and no bone formation was achieved after a bone augmentation procedure with pepgen p-15 and two other products not manufactured by dentsply, tissueol and biooss. The patient was treated with antibiotics, gentalyn, and it is reasonable to assume that another procedure was performed to achieve desired results.